Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 6.00 mm / 2.0 cm / 90 cm peripheral cutting balloon was selected for use. During third inflation at 10 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During third inflation at 10 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out which identified a balloon pinhole located approximately 8mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device.